Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has experienced fluctuating blood glucose (bg) levels below 40-200 (mg/dl) for 3-4 days. Carbohydrates were consumed to address low bg levels and a pump bolus was delivered to address elevated bg levels. Reportedly, the customer believes the humidity contributed to their low bg levels. Due to customer changing out all supplies, troubleshooting with tandem technical support was unable to be performed. Recommendation was made to consult with their health care provider to discuss diabetes management.